Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 27mg/dl; cause was unknown. Reportedly, customer lost consciousness. Customer was treated with intravenous fluids of potassium and glucagon to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.